Manufacturer narrative:
H10 h3, h6: one 72202902 footprint ultra pk suture anchor 5.5 device used in treatment, was returned for evaluation. The information provided states: ¿during shoulder surgery, the white suture of the anchor was broken when use¿. Visual assessment confirms the complaint. The devices was returned with cut sutures. Anchor was returned without any damage. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device and excessive force. The instruction for use states: ¿do not remove the retention suture from the inserter before the anchor is properly secured in the insertion site. The retention suture can be used to retrieve the anchor should it disengage prior to being inserted into the bone¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during shoulder surgery, the white suture of the anchor was broken when use. No significant delay and a back up was available to complete the procedure. An additional hole was made to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.